Manufacturer narrative:
Report source: foreign - (B)(6).

Event description:
Information was received that the cuff of a smiths medical portex blue line ultra cuffed tracheostomy tube "was emptying after placement of the tracheal tube". It was also noted that the reporter "checked the loop fan on the mechanical fan and confirmed the cuff was punctured". No adverse patient effects were reported.